Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for an unknown amount of colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: d9, g3, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization processes, results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: april 23, 2026. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: br-1 - negative. The device was evaluated where no abnormalities were found that could have led to the reported event. The device was evaluated where additional potential adverse events) were confirmed where foreign material was noted on the plastic distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿important information ¿ please read before use¿ on page 6: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from the customer.